Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. However, the product was returned for this investigation for testing. Specific product identifiers (lot number, batch number, and/or serial number) were not provided and could not be determined at this time. However, all device history records are reviewed prior to product release to ensure the product was manufactured in compliance with the device master record and meets release criteria. A review for complaints reported against this lot/batch/serial number cannot be performed as the lot/batch/serial number is unknown. The probe was received for this investigation for testing. A visual assessment of the returned sample revealed no obvious nonconformity. Sample testing was performed and revealed no functional problems. The probe was found to have no problem. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a vitrectomy surgery an ophthalmic flexible tips of the laser probe (two) could not be inserted to cannula. The patient impact was not reported. Additional information has been requested, but none received to date.